Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). All codes apply to the leads (977a260). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's right side lead migrated up 3 inches and that they had a lead revision surgery on (B)(6) 2017. The patient noted that their rep told them to follow-up with their hcp 3 months after the revision. Follow-up was conducted with the patient. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, (B)(4), implanted: (B)(6) 2015, product type: lead, product ID: 977a260, (B)(4) implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the lead migration was him/¿kiff¿ in pocket. The patient reported that he recovered from the lead revision without sequela and the issue was resolved. Additional information was received from the patient on 2018-06-28. The patient reported that he would be having a paddle lead put in on (B)(6) 2018. The patient reported that the battery was being replaced due to normal battery depletion. The patient also reported that the battery was also being replaced because he was having to charge the neurostimulator (ins) more often, every other day, after the settings were setting to a higher speed. The patient reported that the ins and leads would be replaced after adding a paddle. The patient reported that the ¿main reason¿ for the lead replacement was because the lead on the right side had moved up about 2 inches and ¿wasn¿t doing its job anymore.¿ no further complications were reported.